Manufacturer narrative:
(B)(4). Batch # t5at5d. Additional information was requested, and the following was obtained: could you please clarify what part(s) of the stapler broke off the device? I¿m not sure. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and fully fired; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during bowel surgery, surgeon applied ntlc75 correctly to bowel however blade inside stapler would not retract and parts of the stapler broke off. All pieces were removed without damage to bowel. It is unknown if a similar device was used to complete the procedure which was completed successfully. There were no adverse patient consequences.